Manufacturer narrative:
The reported event was addressed with phone support. The customer reseated the endoscope and the sterile adapter, which solved the issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the endoscope flipped backward. The intuitive surgical, inc. (Isi) technical service engineer (tse) reviewed the logs and found 282 for the camera universal surgical manipulator 3 (usm). The customer stated that the camera was flipping in the wrong direction to the settings at the surgeon's console. The customer tried another endoscope, and it would also sometimes flip and sometimes flip opposite. The customer undocked and power cycled the system, but the issue persisted. The customer reseated the sterile adapter and after that, the endoscope 30 degrees up and down worked with no issues. The isi tse informed the customer the reseating of the sterile adapter fixed the issue. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue was resolved and ended up not being any equipment failure but was resolved with the drape being reseated onto usm 3 and then it worked well with both endoscopes and no problems. The initial reporter was not present for the case but was video chatting for troubleshooting the day of the surgery.